Manufacturer narrative:
A ge service representative performed an on site investigation. The monitors were replaced and their calibrations performed. The system was tested and operates as intended.

Event description:
The customer reported the monitors are dark and out of adjustment. No patient injury was reported.